Event description:
It was reported that the unit did not cycle, did not work. No adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a scratched and dirty housing, damaged front panel, and all the small knobs were cracked. The input manifold was loose on the bottom chassis. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the stuck-vent o ring within the manifold was replaced as a preventive action. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. B3 unknown, d4: UDI (B)(4), d3, g1, and g2 email is: regulatory.responses@icumed.com